Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. After removing the obstruction from the speaker holes, the alarm cleared. Customer delivered a bolus via the pump to address bg level. Customer continued to use pump for backup therapy and also had manual injections available.